Event description:
The pt sustained two burns to inner right thigh. The left leg was the operative leg. The ground pads were attached to the left flank (linvatec esu ground pad) and the outer right thigh (oratec maching ground pad). The oratec probe did not work initially. After checking and replacing the re-usable cord and tip and the ground pads, the probe worked properly. The oratec machine showed normal function with no default throughout the case. The skin was clear directly beneath the ground pads.